Manufacturer narrative:
On 10 may 2016 it was prepared a final report with the information already submitted in the initial report. On 02 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2016, the (B)(4) performed a clinical evaluation and commented as follows: less than one year after primary tha the quadra stem was reported as loose and replaced in a different center. No information is available, and therefore no investigation can take place. Early loosening is a possible complication of tha and can have many different causes. No reason was reported that allowed a reconstruction of the events. Batch review performed on (B)(6) 2016. Lot 125559: (B)(4) items manufactured and released on march 08, 2013. Expiration date: 01-31-2018 .no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to aseptic stem loosening .